Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited noise and oversensing that resulted in up to 7 seconds of pacing inhibition. The patient is pacemaker dependent, however, experienced no adverse effects as a result. The noise was suspected to be related to electromagnetic interference (emi) as the patient works with a lot of farm equipment. The physician plans to continue monitoring. This product remains implanted and in service.